Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as malfunctioning solenoid valves. The fse replaced solenoid valves to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low ise (ion selective electrode) patient results which includes na (sodium), k (potassium) and cl (chloride) on their dxc500au clinical chemistry analyzer (pn c63520, sn (B)(6). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data and/or patient demographics.